Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 380mg/dl. The customer's blood glucose level was 446mg/dl. The customer states they treated with pump. The customer states they were working with their doctors to fix their numbers. The customer declined to troubleshoot.